Event description:
A healthcare professional called on behalf of a customer. A control test was performed at a pharmacy using the customer's contour sys and the result was 235 mg/dl. A normal range was not provided, but should be around 107 - 147 mg/dl. No adverse events were alleged. The customer did not have her test strips with her at the time of the call, so further troubleshooting was not possible. No product will be returned.